Event description:
It was reported during a surgical procedure to explant and replace the patient's lead (reference MFR. Report#: 1627487-2015-15007), the ipg was also explanted and replaced. The device was inoperable. It was noted the patient stopped charging his ipg. Follow-up information revealed the patient is receiving effective therapy and the issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)